Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call he was hospitalized for low blood glucose on (B)(6) 2017 with blood glucose of 48 mg/dl. Customer was feeling really sleepy and was concerned that the threshold suspend did not work. Customer stated he was under the impression that when his blood glucose was low to the 40 mg/dl range, the insulin pump was suppose to shut off. Customer was advised the threshold suspend will not activate on the insulin pump if the sensor reading is higher then the threshold suspend limit set by the customer. Emergency medical services were dispatched to his home and was treated with glucagon shot. The customer was not wearing the device at the time of the hospitalization, but had been off it for less than 48 hours. The insulin pump is not retuning for analysis.